Event description:
Medtronic received information that during the implant of this 31mm transcatheter bioprosthetic valve the frame did not fully expand due to a calcified annulus with a chunk in the non-coronary cusp and left coronary cusp region, resulting in mild to moderate central aortic insufficiency (ai). Balloon aortic valvuloplasty (bav) was performed, however, did not improve the ai. A second valve was implanted valve in valve placing the leaflets of the valve above the annular calcification. The angiogram post implant revealed no central aortic insufficiency and no paravalvular leak (pvl). The patient was hemodynamically stable after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, as was the case in this event.

Manufacturer narrative:
Device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).